Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose was not impacted.

Manufacturer narrative:
An additional lot number was reported (lot#m013895). The device expected to be returned; however, the device has not yet been received. A f/u supplemental report will be submitted if the device has been received.